Event description:
It was reported that during a superion indirect decompression system clinical trial that the implant had migrated. X-ray imaging performed confirmed implant migration. Clinical investigators report this device deficiency did not lead to adverse event, nor were there any medical or surgical interventions required.